Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, the patient experienced a stroke. The 99% stenosed lesion, in the left anterior descending artery, was treated with a 2.75x20mm taxus express2 stent implanted in 2006. In 2009, the patient reported that she had suffered a stroke "before march". She was unsure of the date but initially experienced "pain in her head then left side and arm numb" with symptoms spreading to the right side. She also states she was "off balance" and her "speech was messed up". The patient reports having decreased temperature discrimination of extremities. She indicated that she had a medical eval after the symptoms which included a head CT for diagnoses. Follow-up with the physician's office found that the patient was re-cathed about three weeks post implant for chest pain, however, the stent was patent. Her chest pain was going to be managed medically. The patient has not been seen in the clinic since then. The physician was not aware that the patient had experienced a stroke and was unable to determine if there was a relationship between the stent and the stroke.